Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery. The customer cleared the alarm, and filled a new reservoir, and the issue was resolved. The customer did not recall the blood glucose reading. The alarm did not occur during the manual prime. The customer stated that the reservoir was almost empty at the time of the alarm.